Manufacturer narrative:
The initial report was created in error. New information indicates that the customer did not start insulin pump therapy when they experienced a low blood glucose of 50 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer reported that when she is off the pump she would have super low blood glucose levels and then she would have really high blood glucose levels of 300 mg/dl. Trouble shooting was not completed on the pump s the customer reports that this is an issue she has always had and this issue is not related to the pump, but due to the customer trying to figure out her basal rates. The product was not returned for analysis.